Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an attending physician reported a pericardial effusion post-implant. No medical nor surgical intervention was required. It was suspected to have occurred within the atrium, as during implant, difficulty was exhibited when positioning this right atrial lead when attempting to attain favorable threshold values. To date, this lead remains implanted and in service with no reported complications.